Manufacturer narrative:
Narrative field: new, updated, and corrected information is referenced within the update statements. Please refer to update statement(s) dated 15jun2021. No further follow-up is planned. Evaluation summary: the daughter of a female patient reported that the patient's humapen luxura device was not releasing insulin, that the "piston was not going down when she pressed." The patient experienced increased blood glucose. Investigation of the returned device (batch 0904b05, manufactured april 2009) found the device met functional requirements. No malfunction was identified. The patient reportedly used the device for seven to eight years. The core instructions for use state the humapen luxura is designed to be used for up to six years after first use. The core instructions for use also states to always carry a spare insulin pen in case your pen is lost or damaged. There is evidence of improper use. The patient used the device beyond its approved use life. As the device met functional requirements, it is unlikely that this misuse is relevant to the complaint or the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) year-old female patient of an unknown origin. Medical history included diabetes mellitus. Concomitant medications were not provided. The patient received human insulin (rdna origin) injections (humulin r) from a cartridge via a reusable device humapen luxura (burgundy), at an unknown dose and frequency via an unknown route of administration for the treatment of diabetes mellitus, beginning on an unknown date. She was using the same application pen for approximately seven to eight years (2013 or 2014, conflicting dates reported). On an unknown date, while on human insulin treatment, she had heart failure, chronic obstructive pulmonary disease (copd), irritation in lungs and had oxygen deficiency for which she was dependent on oxygen. On an unknown date, application humapen luxura was not receiving insulin and the dosage indicator was not getting down when they were applying the dosage to her (product complaint (B)(4)/ lot 0904b05). On an unknown date, she had heart failure, her heart was working 20% and that she was dependent on oxygen. The doctors did not give hope. In addition, she was not able to walk due to copd and was confined to bed since 2017 (reason unspecified). On an unknown date, her body had recently become unable to urinate, blood sugar had risen (units, value and reference range were not provided), and all of them resulted as heart attack triggering each other possibly on (B)(6) 2021. An ambulance was called to the house and they told that heart stopped and she died. Autopsy was not performed on the patient. Both events of heart attack and heart failure were considered as a cause of her death. The events urinary retention, blood glucose increased, copd and irritation in lungs were considered as serious due to medical significance reasons. Information regarding corrective treatment including intervention required at the time of death and corrective treatment for remaining events was unknown. Outcome of the events copd, respiratory tract irritation, gait inability, urinary retention, blood glucose increased was unknown while outcome of the remaining events was fatal. Status of human insulin treatment at the time of death was not provided. No additional follow up would be attempted as no consent for follow up was provided. The patient and patient relative were the operator of humapen luxura and their training status was not provided. The general humapen luxura model duration of use was not reported but it was started approximately seven to eight years ago (2013 or 2014, conflicting dates reported) and suspect humapen luxura duration of use was not provided. The action taken with the suspect humapen luxura was not provided. The suspect humapen luxura (burgundy) (lot 0904b05) relating to product complaint (B)(4) was returned to the manufacturer on 09mar2021. The reporting consumer did not relate the events of myocardial infarction, cardiac failure, urinary retention and blood glucose increased with human insulin drug while did not provide any opinion on relatedness assessment between the remaining events and human insulin drug. The reporting consumer did not provide any opinion on relatedness assessment between the events and human insulin humapen luxura device. Update 07-apr-2021: additional information was received from the initial reporting consumer on (B)(6) 2021. Added a new serious event of death. Updated narrative with new information. Update 03-jun-2021: additional information received from the initial reporting consumer in response to medical questionnaires on (B)(6) 2021. Added lab test of blood glucose. Serious event of death was deleted and serious event of cardiac failure was updated to fatal while updating its outcome, seriousness criteria and event details. Added three serious events of myocardial infarction, urinary retention and blood glucose increased. Updated as indication of suspect drug human insulin, concomitant device of humapen luxura to suspect device and reprocess its product complaint accordingly; updated cause of death, autopsy done details. Updated narrative and causality statement with new information accordingly. Edit 04-jun-2021: upon internal review of the information received on (B)(6) 2021, added further details about product complaint of humapen luxura device. No further changes were done into the case. Edit 09-jun-2021: upon correction by the local affiliate of the information received on (B)(6) 2021, updated the update statement of (B)(6) 2021 by removing via the psp. No other changes were made to the case. Edit 09-jun-2021: upon correction by the local affiliate of the information received on (B)(6) 2021, updated the update statement of (B)(6) 2021 by removing via the psp. No other changes were made to the case. Update 15jun2021: additional information received on (B)(6) 2021 from global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and (B)(6) device information, device return status to returned to manufacturer, and malfunction from unknown to no. Added date of manufacturer and date returned to manufacturer for the device for the suspect humapen luxura (burgundy) associated with product complaint (B)(4) which was returned to the manufacturer. Corresponding fields and narrative updated accordingly. Edit 18jun2021: opened in error.